Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient said the device was implanted mostly for bowel problems. Patient said they are having accidents every day. Patient said they are not having much luck w/ the device. Patient said they are having a hard time locating the ins to get it charged. Patient said the ins is on their right side and they had their right shoulder replaced so it is hard to hold the recharger on the ins. Patient said they went a year w/out charging the ins. Patient is having a MRI this morning. Patient said they don't move at all and still have trouble charging. Patient had 3 accidents yesterday. Patient said they have been working on charging the ins for the last 2 days. Reviewed how to check the ins battery level. Ins was at 80%. Patient was able to activate MRI mode. The patient said they had so much trouble charging the ins they were surprised it was at 80%. Patient said maybe they will start using the device more. Patient said it is not possible to stand and do dishes while charging. Patient said they have had trouble charging the ins since they got the device. Patient has gone into the clinic a couple times. Patient said they have a hard time finding the ins and keeping the recharger on the spot and when they check the recharger the light is red even if the patient doesn't move. Patient said they need a new belt because the belt doesn't keep the recharger in place. Patient has lost 20 pounds. Patient said the belt has been defective since they got. Patient said the velcro doesn't stay hooked so the belt slips. Agent did not ask about the circumstances that led to the reported issue. An email was sent to the repair department. Additional information was received from the patient. They repeated their therapy issues and said they were still having a lot of accidents and bowel issues. Patient said that they hadn't charged the implant in over a year and understood that it had to be charged. When asked, patient said they didn't have the equipment charged and didn't have time to charge at that moment. Patient was redirected to call patient services once they had the equipment charged up and had time to recharge implant. Patient services reviewed that it could be a longer process since it had been a long time since patient last recharged their implant. Additional information was received from the patient. They reported the previous device being hard to recharge so that was the reason why it was replaced.